Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a laparoscopic total gastrectomy procedure, the customer states that before the third firing for side-to-side anastomosis, the reload was loaded onto powered stapler handle. An open/close test of jaws was performed without problem. The surgeon closed the jaws and inserted the reload into cavity using the trocar. The jaws were opened. He attempted to insert jejunum at the reload side and esophagus at the anvil side. Then he found that the device had pre-fired. The staples had jutted out at the proximal end of the reload. He stopped approaching the tissue. The jaws were closed and the reload was removed from the cavity using the trocar. He gave the device to the nurse. The nurse became unable to open the jaws afterward. The surgeon thought that the jaws would open after the firing and fired the device. However, the jaws did not open. A manual handle was opened to continue the stapling. The device worked fine. The adapter was removed from the powered stapler handle with the reload attached. The adapter was inserted into powered stapler handle again. The jaws opened and the reload was safely removed from the handle.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one device. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends and an evaluation of the returned device. During functional evaluation, the reload was cycled successfully. The reported conditions were not observed during visual or functional evaluation. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.